Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, prior to malfunction alarm multiple, intermittent occlusion alarms occurred. Pump supplies were changed to address the occlusion alarms. Customer's blood glucose level ranged between 355 mg/dl and 400 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.